Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated data: a2, b2, b3, b4, b5, b6, b7, d3, d4 (product catalog no, UDI no, corporate lot no), d6.a (date of implant), d6.b(date of explant), g3, g6, h2, h6, h10. This supplemental emdr represents the bard flat mesh (device #1). An additional supplemental emdr was submitted to represent the bard/davol xenmatrix (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard mesh (bard flat mesh) and bard/davol xenmatrix ab on (B)(6) 2007 and/or (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against both devices. It is also alleged that the patient sustained injuries on (B)(6) 2014. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2007 - patient was diagnosed with incarcerated umbilical hernia thereby underwent open repair with implant of bard flat mesh (device 1). Per op notes, ¿the umbilical hernia sac was noted and dissected. The hernia sac was opened. The incarcerated omentum was reduced. A bard flat mesh (device 1) was placed and secured using prolene sutures.¿ (B)(6) 2014 - patient was diagnosed with recurrent incarcerated ventral hernia and pain thereby underwent open repair with excision of bard flat mesh (device 1) and implant of xenmatrix (device 2). Per op notes, ¿prior ventral midline incision was made. Adhesions of anterior abdominal wall taken down. Three hernia sacs were identified and the contents were reduced. Adhesions of omentum were lysed. Component separation on both sides was performed. Three separate hernia sacs were noted and excised. The contracted mesh (device 1) was excised entirely. A xenmatrix (device 2) was placed and secured using sutures.¿

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard mesh (bard flat mesh) and bard/davol xenmatrix ab on (B)(6) 2007 and/or (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against both devices. It is also alleged that the patient sustained injuries on (B)(6) 2014. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard flat mesh (device #1). An additional emdr was submitted to represent the bard/davol xenmatrix ab (device #2). Should additional information be provided, a supplemental emdr will be submitted.